Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Clarification to d9-date is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Event description:
Healthcare professional reported right side rupture per MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported, right side rupture. Per MRI. Device has been explanted.